Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated during testing. The issue was found to be consistent with the batteries not being replaced when the pump gives a low battery notification. This is considered a use error as the aaa batteries need to be replaced as soon as possible after the pump gives low battery notification to prevent program loss. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump lost its programming. There was no patient injury. There were no reported adverse events.